Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the medium energy collimator fell during an collimator exchange. Based on the available information, this issue has been initially determined to be a reportable event and will be reviewed by the safety officer for final reporting determination.

Manufacturer narrative:
The issue reported was that a medium energy general purpose (megp) collimator fell after a failed collimator exchange when the operator tried to correct the issue on their own. This was during a collimator exchange procedure therefore no patient involvement. There was no harm as a result of this event. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse confirmed that the collimator exchange procedure failed due to a sensor error which prompted the customer to call service. The operator first attempted to do the collimator exchange manually and did not place the collimator correctly on the collimator cart and the collimator fell to the floor and then called service. The fse evaluated the collimator and did not find any damage because of the fall. He then calibrated the collimator exchanger procedure and performed an image quality procedure to ensure the collimators were functioning correctly which resolved the sensor error. The system was returned to the customer for clinical use. Philips engineering reviewed all information provided and concluded: an error message ¿collimator exchange failed due a sensor error¿ was displayed on precedence system when the operator wanted to perform the collimator exchange. The operator then attempted to manually exchange the collimator when the collimator fell. The precedence system consists of double slot design and dual docking pins design to secure the collimator to cart. Also, the collimator locking mechanism in detector arm assembly ensures that the collimators are secured during the collimator exchange process. The operator would not be near the collimators/cart during the pre-programmed motion (ppm). This incident occurred when the operator tried to manually perform collimator exchange after the collimator exchange ppm failed due to a sensor error. According to precedence imaging system release 2.0 instructions for use ¿ if the system does not function properly or fails to respond to the commands, stop the study and remove the patient from the area. Immediately contact philips and report the incident. Do not use the equipment if any intermittent problems occur with any mechanical control device (handcontroller, emergency stop switches, collision sensors, etc.). Never attempt to remove, modify, over-ride or forcibly move any safety device on the equipment. Interfering with safety devices could lead to fatal or other serious personal injury. Probable cause: the probable cause was use error after a failed collimator exchange procedure. Internal cross reference: complaint (B)(4). Health impact codes: no health consequences or impact (c50675).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the medium energy collimator fell during an collimator exchange. Based on the available information, this issue has been initially determined to be a reportable event. This event is currently under investigation.